Manufacturer narrative:
Patient date of birth and weight are not available for reporting. Date of event is unknown. UDI # (B)(4) lot number is unknown. Device has not been explanted yet. Device is not expected to be returned for manufacturer review/investigation. Device remained implanted in the patient. Reporter contact number (B)(6). (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports and event in (B)(6) as follow: it was reported that on (B)(6) 2015, the patient underwent an initial implant procedure. Post-operatevily, on an unknown date, patient indicated to have pain in the operated leg so he attended a medical post (small assistance center in rural populations). X-rays were done and showed a broken plate. Patient had not contacted or communicated the issue to the surgeon who performed initial procedure. Implant has not yet been removed as patient reported to have no resources for a new intervention. Concomitant parts: cortex screw ø 3.5mm, l 36mm / part# 204.036 / lot# unknown / quantity 1, locking screw stardrive®, self-tap./ part# 212.112 / lot# unknown / quantity 2, locking screw stardrive®, self-tap./ part# 212.114 / lot# unknown / quantity 2, locking screw stardrive®, self-tap./ part# 212.116 / lot# unknown / quantity 3, locking screw stardrive®, self-tap./ part# 212.117 / lot# unknown / quantity 1, locking screw stardrive®, self-tap./ part# 212.119 / lot# unknown / quantity 1. This report is for one (1) anterolateral distal tibia plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 241.448, lot# 9429127. Manufacturing location: (B)(4), manufacturing date: apr 01, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: patient has not revisited the surgeon. Implants remains in the patient.